Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) on (B)(6) 2024 due to infusion set not inserting all the way. The event occurred within three hours of insertion. The insertion site was upper buttocks. The blood glucose level was 572 mg/dl at the time of event and the patient got treated with correction injection via multiple daily injection (mdi). No further information.